Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture at maximum output. The rv lead dislodged; the cause could be attributed to the procedure performed to place the device sub-muscular due to frequent patient's complaints of pain at the incision site scar and cosmetic appearance. The dislodgement was confirmed via electrogram and x-ray. The rv lead was explanted. No additional adverse patient effects were reported.